Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The pod was found to function as intended. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, a rapid heart beat and vomiting. As treatment, the mother of the patient administered 8 units of insulin via pen injection. Once at the hospital the patients pod was removed and was found to be bent. A blood test had been done in which confirmed the patients blood glucose level was 972 mg/dl. The patient was treated in the intensive care unit (ICU) with 2 bags of intravenous fluids and a insulin drip. The patient had received the intravenous fluids at a slow pace due to their potassium levels. The patient was discharged from the hospital after 3 days.